Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests but failed initialization test. The dislodged grip ring likely caused the blade to be exposed hence failing self-initialization test. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The instrument is unused and has all its lives. The instrument was found to have a dislodged blade. Visual inspection showed that the blade was extended 0.1050", outside of the blade garage. There was no bio debris found at the instrument tip between the grips along the knife track. The instrument was found to have failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the vessel sealer extend instrument had an exposed blade. The user completed the procedure with using a backup vessel sealer extend no further issue reported. The instrument was not used on the patient.